Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the "not very" tortuous and mildly calcified left subclavian artery. The 6.0x41mm epic vascular stent was deployed without issue; however, angiography revealed the appearance of a kink or fracture at the center of the stent post deployment. Post dilation was performed with an unspecified balloon with no angiographic change. No additional treatment is planned at this time. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).